Event description:
The lay user / patient contacted animas alleging that she has a recurring loss of prime and has had the alleged issue in the past 4 weeks and has no prime for about 8-10 times a day. The patient did not exhibit any symptoms due to the alleged issue. The patient has replaced the cartridge and the alleged issue still persisted and the issue was not resolved. Product was replaced. Product came back and it was tested and it was noted that during investigation showed no loss of prime .performed pump rewind, load, and prime with no loss of prime. Force sensor calibration was not in spec low. Removed force sensor from motor assembly. Force sensor plate resistance reading within spec .

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: product came back and it was tested and it was noted that during investigation showed no loss of prime. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration was not in spec low. Removed force sensor from motor assembly. Force sensor plate resistance reading within spec . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.